Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in a moderately calcified coronary artery. A 20 x 2.25mm promus premier¿ drug-eluting stent was selected to treat the target lesion. However, the device could not cross the target lesion. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed the stent moved on balloon and stent damage.

Manufacturer narrative:
(B)(6). Patient age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on the balloon and was located between the distal end of the distal markerband and 4 mm distal to the distal end of the proximal markerband. The crimped stent was damaged along its entire length. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).